Event description:
It was reported that the patient's ipg became inoperable after an unrelated surgery where the ipg was not set to surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced.

Manufacturer narrative:
A patient's ipg became inoperable after an unrelated surgery where the ipg was not set to surgery mode was reported to abbott. Troubleshooting was unable to resolve the issue. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.